Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds measurements due to a possible lead fracture. Physician did not specify when this took place. The lead was capped and abandoned. A new right atrial (ra) lead was implanted. No additional adverse patient effects were reported.